Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: we have received a complaint that a syringe is contaminated the sample has been returned, and it seems to be a mark in the syringe, see image attached. I tried to dislodge the black mark, and it seems to in the plastic our record shows a distribution of this lot for (B)(4)units, no other reports. Our database of complaints shows no previous issue, at least in the last 3 years. Contaminated/ marked syringe 6803/ns (your code 301073, lot 4031173

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation one photo and one sample of a 3 ml luer-lok syringe (part number 301073) were received and evaluated. The sample arrived fully assembled and was loosely attached to an unidentified sheet of paper. Upon inspection, a brown foreign mass was observed embedded within the barrel, specifically between the collar and the roof. The photo provided was consistent with the condition observed in the physical sample. The presence of the foreign material is considered non-conforming per product specifications. The potential root cause of the embedded foreign matter is associated with the molding process. Furthermore, a device history record review was completed for the provided lot number 4031173, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.